Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to open fuse located within the assembly (f300). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit's power supply is not charging. The customer reported they removed the battery from the unit and installed it on a different unit and the battery charged. The customer reported replacing the suspect power supply assembly with a known good power supply assembly and the issue was resolved. The customer reported there is no patient involvement associated with the event.